Event description:
It was reported that the catheter was unable to pace from the beginning of use. The catheter was replaced. Occurrence date is unknown. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Continuity testing confirmed an intermittent condition at the distal leadwire around the electrode, when flexing the tip area of the catheter. The proximal circuit was continuous without any intermittent or open condition. No short condition was observed between the proximal and distal leadwires. A cut down was performed to isolate the intermittent condition and the intermittent condition was found to be at the distal leadwire tip. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the balloon, windings, catheter body or returned syringe was found. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.